Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 05/30/2018 and 06/06/2018. Explant. Incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 18.5 diopter intraocular lens was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because a different diopter was needed. There was an incision enlargement, but no patient injury. The replacement lens was another pcb00 with a different diopter power that was not provided. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 08/23/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed: the returned lens was received cut in half. This condition appears to be caused by the explant of the lens in the surgery. The complaint was not verified and could not be related to the manufacturing process it could be related to the handling process. No product quality deficiency was identified. The complaint cannot be confirmed and either a product deficiency can be confirmed manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.